Manufacturer narrative:
The intraocular lens was partially delivered, removed and replaced during the same procedure. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during implantation the intraocular lens (model pcb00 +22.5 diopter) was stuck in the inserter and it was only partially delivered into the patient¿s left eye. Reportedly, the lens was removed and replaced successfully with a back-up lens (same model and diopter). There was no incision enlargement, no vitrectomy and no suture required. The patient was doing fine when discharged. No other medical or surgical interventions were required. No additional information was provided to johnson and johnson surgical vision, inc.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 8/08/2018. Device returned to manufacturer? Yes. The preloaded delivery system (model pcb00) was received at the manufacturing site for inspection. The plunger was observed in a fully advanced position, and locked. The cartridge was correctly engaged into lower body of the pcb00 device. No assembly error and/or defect related to manufacturing process were observed. Visual inspection was performed at 10x microscope magnification: lack of lubricant material was observed in the device. The intraocular lens (iol) was observed out of the device with a detached haptic. The customer''s reported complaint was not verified. Due the condition of the returned pcb00, the reported complaint could not be related to manufacturing process, but it could be related to handling process. Therefore, product quality deficiency was not identified. The manufacturing process record was evaluated and no deviation was found during process related to the complaint issue reported. There was no discrepancy found during the mrr (manufacturing record review). The product was manufactured and released according to specifications. A search revealed that no other complaint has been received for this production order. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. As a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.